Manufacturer narrative:
Device evaluated by manufacturer: as the unit was not returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous intervention procedure a balloon rupture occurred. A 2.25x15mm apex balloon catheter was advanced to the unspecified denovo target lesion. The balloon was inflated to 6atms on the first inflation and upon the second inflation to 8atms the balloon ruptured. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's current condition is good.